Event description:
It was reported that the device was displayed an "invalid data" message when a ventricular high rate (vhr) episode was attempted to be viewed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076-45 lead, implanted (B)(6) 2013. (B)(4).